Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. The analyst noted it is likely that the lead was damaged due to compression forces from the device can. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. A possible lead fracture is suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.